Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found that a partial lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 17.2 cm to 17.8 cm from the proximal cut end of the lead. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).